Event description:
Customer reports in unknown setting leak at the y-junction with unknown drug. No report of patient injury or medical intervention. No additional information available. Sample available for testing.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26, 2007. The unit has been requested for evaluation. Should the sample become available, a follow report will be submitted.